Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s hip was revised approximately one week post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.